Manufacturer narrative:
Returned to MFR: 10/09/2015. The device was returned for evaluation. Condition upon receipt: 1 un-sealed sample, part number 8562010, from lot number 0208650854 received; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. The needle tip was taped to the housing; it was removed to perform the analysis. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), multimeter (asset 1153-j). Evaluation: per instructions for use the device was tested in an "as received condition" without moving the switch. The device would not light indicating no current delivery however it was observed that the marker was not aligned with desired output per the IFU (it was off center from the 0.5ma position). After aligning the marker with the 0.5ma position and touching the probe to tip, the device would light. The device was then functionally tested in the other two positions with no intermittent behavior while manipulating the switch and tip within the positions. The device was electrically tested with no out of specification condition identified: position 0.5ma requirement is 0.5ma +/- 0.1ma (0.4ma - 0.6ma), and measures 0.50ma. Position 1.0ma requirement is 1.0ma +/- 0.2ma (0.8ma - 1.2ma), and measures 1.02ma. Position 2.0ma requirement is 2.0ma +/- 0.4ma (1.6ma - 2.4ma), and measures 1.98ma. There was no evidence of improper manufacturing and no fault was found as it relates to the complaint therefore manufacturing has been ruled out as a likely cause. The instructions for use warn ¿to ensure continued functionality, re-test after changing the current setting.¿ the complaint was confirmed for the alleged malfunction [no conduction feedback]; however after proper use as indicated in the instructions for use the device performed as intended. Based on the available evidence and information the most likely underlying cause is consistent with, misuse / user error. (B)(4).

Manufacturer narrative:
Blank fields in this report are the result of information not provided by the initial reporter or user facility. This device is used for therapeutic purposes. (B)(4). The device has not been received for evaluation. (B)(4).

Event description:
It was reported "no conduction feedback was provided when used during mid case (neck dissection and flap repair). Replacement had to be arranged from another facility." There was no report of patient injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.